Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing sets. The unspecified tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, unspecified volumes of air were noted in the tubings at unspecified locations. It was reported that no air was delivered to the pts. There were no reported adverse pt effects and no reported delays in therapies critical for these pts. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).